Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent in to a pt with angina pectoris. The target lesion located in the lcx # 12, was described as excessively tortuous with calcification and 99% stenosis. Although pre-dilatation was performed, during advancement of the stent, the tip of the device got stuck and could not be advanced. It was reported that some force was applied to the device then the physician visually confirmed that the stent was dislodged from sds balloon. The pt is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: excessive tortuosity. Failure to deliver the stent, stent dislodgement, force applied. Eval, conclusion: excessive tortuosity, force applied. Eval summary: medtronic has received the device and its analysis has been completed. Crimp/bake impressions were evident on the balloon. The distal tip was damaged. The stent, returned off the delivery system, was stretched and deformed in the middle. One end had four intact segments and the other end had one intact segment.